Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 4.5x120mm supera self-expanding stent was advanced without issue; however, when releasing it, it seemed to not end without resistance and difficulty until it reached the limit of the artery. When removing the device it was observed the stent was broken. Clinically significant delay was noted. Without any further information regarding the incident, the investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-critical stenoses followed by a stenosis (sub-occlusion) in the adductor canal. An ipsilateral puncture was performed and a 4.5x120mm supera self-expanding stent was advanced without issue; however, when releasing it, it seemed to not end without resistance and difficulty until it reached the limit of the artery. When removing the device it was observed the stent was broken. Clinically significant delay was noted. No additional information was provided.